Event description:
It was reported that the display on the insulin pump went blank. It was also reported that the metal spring in the battery compartment was broken. Troubleshooting was not performed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the battery spring contact being missing.